Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: detection method in operation manual chapter 3 preparation and inspection. Preventive measure in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer-returned asset, the colonovideoscope presented with white foreign material in the air/water tube, air/water cylinder, and jet tube due to insufficient cleaning. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the objective lens was chipped, the light guide lens was cracked, and the bending section cover adhesive was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.